Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the system replacement occurred because of lead migration but the battery of the stimulator was still working. No additional information was provided in regards to the interventions or cause of the lead migration and replacement. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a lead migration and a new lead and stimulator was implanted on (B)(6) 2015. It was reported that the event occurred before the patient was enrolled in the study. Factors that may have led or contributed to the issue remain unknown. Actions/intervention taken remain unknown. A surgical intervention occurred. It was unknown if the issue resolved. Relevant medical history includes idiopathic urinary retention since 2010. No further complications were reported/anticipated.